Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, h2, and h3 have been updated. B5, h6: component, device problem, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The device was returned for evaluation. A visual examination was performed. The sheath was returned with the delivery system partially inserted. Full loader assembly was over the flex shaft, with the delivery system locked at the default marker with no fine adjustment or flex. A suture was on the sheath hub and the crimped valve was located 1 inch distal to the strain relief, exposed through the sheath shaft. Sheath shaft was curved and the damage was 1.5 inches in length. The hdpe material was visibly stretched in the proximal region of the damaged sheath shaft. The liner was partially expanded, the distal tip was closed, and bent struts were noted on the in-flow side of the valve. The delivery system could not be advanced through the sheath, due to scratches at the distal tip, the liner was partially expanded 6 inches from the strain relief, and 4.5 inches of the distal liner remained unexpanded. There were deep scratches along the shaft. A liner strand approximately 1/8 of an inch long was located 1.25 inches from the distal strain relief, and was visible through the damaged sheath shaft. No applicable functional testing or dimensional testing was performed, due to the nature of the returned device; however, the complaint was confirmed through visual examination. The IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of procedural imagery was performed, and the following was observed: imagery of the patient's anatomy reveals presence of some calcification, tortuosity, and one region of undersized vessel (particularly in the left access vessel). The minimum luminal diameter for 14f esheath+ is 5.5mm. As the 'access vessel size (mm)' was stated to be '8mm', it is possible that the access was through the right side. In this case, the inability to advance the valve and delivery system through the sheath, sheath damage, and the presence of a sheath liner strand, leading to prolonged procedure with no clinical signs or symptoms were confirmed by the returned device and procedural imagery. As reported, 'during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve became stuck in the 14fr esheath+ shaft, and the devices were removed.' Per follow up information, the patient's access vessel was noted to have 'low' tortuosity and 'moderate' calcification, aligning with the imaging evaluation. Additionally, per evaluation of the returned device, the sheath shaft had deep scratches and curvature, suggesting the presence of access vessel calcification and tortuosity, respectively. It is possible that patient factors such as calcification and tortuosity can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. With the bent struts visible on the returned device, it is possible that the valve struts punctured the sheath shaft via these sub-optimal angles and use of high push force and excessive manipulation. These internal forces could be coupled with any external damage induced by calcification (as evidenced by the scratches) resulting in the observed sheath shaft damage and subsequent damage to the liner. As such, available information suggests that patient factors (calcification, tortuosity) and/or procedural factors (excessive manipulation, high push force, bent struts) may have contributed to the complaint events. However, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-03751.

Event description:
As reported by a field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve became stuck in the 14fr esheath+ shaft, and the devices were removed. The expansion tool was used, the vessel was pre-dilated, and the loader was fully inserted in the sheath/sheath housing. A new system was prepared with a 16fr esheath+, and the valve was successfully deployed with no patient injury or major blood loss. Per image review, the valve was visible through the sheath shaft damage, and the liner appeared to be partially expanded. When the device was received, significant sheath damage was noted and spanned 1.5 inches in length. Post-decontamination, a liner strand was noted on the sheath.

Event description:
As reported by a field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve became stuck in the 14fr esheath+ shaft, and the devices were removed. The expansion tool was used, the vessel was pre-dilated, and the loader was fully inserted in the sheath/sheath housing. A new system was prepared with a 16fr esheath+, and the valve was successfully deployed with no patient injury or major blood loss. Per imaging review, the valve was visible through the sheath shaft damage, and the liner appeared to be partially expanded. When the device was received, significant sheath damage was noted and spanned 1.5 inches in length.

Manufacturer narrative:
The investigation for this report is ongoing. This is one of two manufacturer reports being submitted for this case.